Event description:
It was reported that the console had low energy. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. Based on the limited information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the console had low energy. The procedure was completed with this device. There were no patient complications.